Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo_12.1 implantable collamer lens of diopter -9.5 into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was replaced with a longer length lens due to a low vault and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).